Event description:
It was reported that following an MRI scan (magnetic resonance imaging) the patients ipg was nonfunctional and difficult to charge. The bsn sales representative was not able to connect ipg to remote control and clinician programmer. The patient underwent a revision procedure wherein the ipg was replacement with an MRI compatible. The patient was doing well postoperatively and the explanted ipg was not returned.